Event description:
A journal article was received which contained information regarding this patient¿s implantable pulse generator (ipg) system. The article indicated that two years following the device implant, the patient presented with complaints of fatigue. During the interrogation of the device in the emergency room, it was found that the device was undersensing during atrial flutter episodes. Reprogramming was conducted by changing the atrial sensitivity. The device remains in use. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. No further information was available. Referenced article: ¿paradoxical undersensing during atrial flutter: what is the mechanism?¿ journal of cardiovascular electrophysiology vol. 17, no. 11, november 2006. Concomitant product: 5076 implantable tachy lead. (B)(4).